Manufacturer narrative:
(B)(4). The customer discovered the issue while the unit was in storage. The field service representative (fsr) replaced the end cover. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity, the end cover of the latch on the occluder head was broken. There was no patient involvement.